Event description:
It was reported that the device was returned for repair. Additional information reported that during testing, the occlusion does not sound. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damaged front housing. Ehl was downloaded and inspected. Reported issue could not be replicated.